Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A review of the device log revealed the occurrence of system fault 147 indicating a main blower issue. The device evaluation found the root cause to be the blower assembly. The blower assembly was serviced to resolve the issue. The device was calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 147 message. There was no patient injury reported as a result of this incident.